Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced therapy pcb assembly, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use physio-control further evaluated the removed therapy pcb assembly and determined the cause of the reported issue was due to an electrically shorted diode, designator cr30. Pins 5 to 9 are shorted, causing the abnormal energy delivered message and the negative portion of the biphasic waveform to be missing.

Event description:
The customer contacted physio-control to report that while attempting to perform defibrillation testing, the device displayed an "abnormal energy" message and an event code was logged in the memory of their device. The event code logged in its memory is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary.